Event description:
It was reported by service report that there was a stain on the underside of dartex top cover. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Results: stain.